Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. [Reference ftr: (B)(4) for the other device used in case].

Event description:
According to reporter, the hand piece connector broke off inside control unit. It occurred at conclusion of procedure. There was no patient harm. There was no patient involvement, injury, death, medical intervention, or labeling/packaging issues.